Manufacturer narrative:
On (B)(4) 2011, stanley rec'd a bed-check classic-check monitor model # 72020 (B)(4) and a bed check st bed sensormat pad model # 74000 (l/n c0111). During our inspection of the product, we found the following: the bed check classic-check monitor model # 72020 (B)(4) functioned according to manufacturer's specifications. However, upon the return of the equipment to stanley, it was determined that the power supply had been damaged at the facility. A substantial amount of force would have been required to bend the terminals, which also sheared off the ground terminal. Subsequent damage may have also occurred to the facility's power outlet from this event. The damaged power supply could have resulted in a no alarm event. The bed check st bed sensormat pad model # 74000 functioned according to manufacturer specifications. No product defects were found.

Event description:
Stanley was contacted by a distributor on (B)(4) 2011, to set up a return authorization for bed-check classic-check model # 72020 and an it bed sensormat model #74000. Subsequently, the product was returned to stanley on (B)(6) 2011. Upon the return of the product, stanley became aware of the adverse event on as there was a note from (B)(6) addressed to the distributor. (B)(6) reported in their letter to the distributor that "the pt had a total hip 2 days prior to his fall. When he fell, he fractured his hip on the non-surgical side and went to surgery that afternoon. There were pillows on the strip and the thought was that may have kept it from alarming. The alarm never went off. It was set at 1 second." The date of the adverse event was listed as (B)(6) 2011.